Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a loose/shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the case and a part of the reservoir compartment broke off. The insulin pump was not bumped or dropped. The drive support cap did not appear to be damaged. Customer does not know how the damage occurred. Insulin pump will be replaced. Customer was asked verbally and in written form to return the pump for analysis.